Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device primed and stopped. New pads/therapy. Device primed and stopped. Guided to diagnostics, system hours 7006, pump hours 6306, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -7psi, flow rate (fr) was continues to prime and stop. They brought another device in that worked fine (fr 3lpm). They will send initial device to biomed for troubleshooting.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device primed and stopped. New pads/therapy. Device primed and stopped. Guided to diagnostics, system hours 7006, pump hours 6306, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -7psi, flow rate (fr) was continues to prime and stop. They brought another device in that worked fine (fr 3lpm). They will send initial device to biomed for troubleshooting. Per follow up information received via phone on 12may2025, transferred to the biomed. Spoke with them who noted the circulation pump was replaced onsite and device was back in service.

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event is a failed circulation pump. New pads/therapy. Device primed and stopped. Guided to diagnostics, system hours 7006, pump hours 6306, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -7psi, flow rate (fr) was continuing to prime and stop. They brought another device in that worked fine (fr 3lpm). They will send initial device to biomed for troubleshooting. Per follow up information received via phone on 12may2025, transferred to the biomed. Spoke with them who noted the circulation pump was replaced onsite and device was back in service. Shalini13may2025. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Based on the results of the investigation, no additional actions are needed. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device primed and stopped. New pads/therapy. Device primed and stopped. Guided to diagnostics, system hours 7006, pump hours 6306, inlet pressure (ip) was 0psi, circulation pump command (cpc) was 100 percentage, flow rate (fr) was 0lpm. Disconnected and reconnected pads using proper technique. Circulation pump command (cpc) was 100 percentage, inlet pressure (ip) was -7psi, flow rate (fr) was continuing to prime and stop. They brought another device in that worked fine (fr 3lpm). They will send initial device to biomed for troubleshooting. Per follow up information received via phone on 12may2025, transferred to the biomed. Spoke with them who noted the circulation pump was replaced onsite and device was back in service. Shalini13may2025.